Manufacturer narrative:
Analysis and results: there is one previous complaint of the same code-batch regarding this issue that was closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received three open and unused samples with the needle detached from the thread, and the thread is still wound on the pack. Without any closed sample, we cannot carry out an analysis in order to take a decision. Nevertheless, taking into account these open samples received, and that there is one previous complaint where the results did not fulfill the specifications. We consider that the complaint is confirmed. Reviewed the batch manufacturing record, this product had a normal process, and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: we conclude that the complaint is confirmed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported that there was an issue with monoplus suture. When open the packages, the needle detached from the thread was observed in 9 units. Issue found before use.